Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The complainant reported that during impella device setup, the medical staff was unable to prime the purge system. Because of the urgency of the case, the decision was made to open a second device to manage this complication. Additional information was provided that noted the patient expired. There was no reported relation of the impella with the patient's outcome. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This report is being filed as part of a retrospective review of historical records. The investigation of priming issue has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-21027 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-21027 in accordance with updated procedures.